Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with no other devices. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There were multiple kinks throughout the hypotube of the device. The shaft and balloon were microscopically examined and a 7mm longitudinal tear in the mid-section of the balloon was revealed. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported difficulty crossing lesion. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee (btk) vessel. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation, however it was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was good. However, returned device analysis revealed balloon tear.